Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the control unit was not functioning properly causing it to shut device off and the retaining pin was loose. Maintenance was conducted and the device returned to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.

Event description:
Customer reported device stopped during sawing. This is report 1 of 1 for #(B)(4).